Event description:
The customer reported that the ortho provue analyzer misread a patient sample barcode ID number.

Manufacturer narrative:
The customer reported that the ortho provue analyzer misread a patient sample barcode ID number. An ocd field engineer performed repairs at the customer site. The fe indicated that repairs to the sample camera have returned the analyzer to expected operation. The customer identified the barcode ID number misread, preventing association of the sample with incorrect test results, and preventing erroneous results from being reported. However, if this incident were to recur undetected, patient results may be associated with the wrong identification number, which could lead to transfusion of incompatible blood.